Event description:
Phillips dream station CPAP machine, causes severe coughing, and stuffy nose. Sometimes worse sometimes less, and this is with just strait air not with the heat feature, and know I do not use an ozone 3 cleaner. I have gotten tired of (B)(6) reps who think they know everything, and that's the first thing they jump too. FDA safety report ID# (B)(4).